Event description:
The user's hearing performance with the device was suddenly affected since (B)(6) 2025. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a post-operative migration of the active electrode, which was confirmed during explantation surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2025 the user has been observing a decrease in the hearing performance of the device.